Event description:
It was reported the patient presented to the emergency department after receiving several inappropriate shocks. The pacing impedance was determined to be unstable. A lead fracture was suspected. The lead was explanted and replaced with a competitor lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.